Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). The product analysis found no fault with the device. There were no signs of physical damage; however, a substance similar to dried lubricant was present on the electrode connectors. The actual measurement of each circuit are as follows; red [w/white band] 11.6 ohms, red 6.7 ohms, blue [w/white band] 11.8 ohms, and blue 7.5 ohms, all of which were within specification when compared to the harness assembly drawing. There were no open circuits, or shorts between circuits and no intermittent behavior while manipulating the tube and wires. When viewed under magnification, there were no cracks in the electrode contacts. Functionally, the tube measured within specifications and displayed no damages. The IFU suggests the lack of response could be due to improper stimulation technique or misplacement.

Event description:
It was reported that during a total thyroid case, the tube did not work properly. The nerve was stimulated but there was no visual or audible response. The case was completed with no nim monitoring. There was no patient impact.